Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The investigation found no evidence of a damaged cannula. Timeouts were observed at the end of the pods run in conjunction with the pod generating and 0x14 occlusion alarm indicating pod is occluded. The pod was occluded with crystallized insulin during investigation. The cause of the 0x14 alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the blocked cannula or to determine if it contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone17.3 cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site, the pod's cannula was found blocked. The patient reported receiving an occlusion alarm while bolusing due to the blockage. Treatment information was not provided.